Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the moderately tortuous and non-calcified in renal artery. Vascular access was obtained via common femoral artery with 6f non-boston scientific (bsc) sheath. After a non-bsc guidewire was crossed the lesion, the sheath was advanced from the lesion to the distal part. A 7.0x20x135 cm express ld vascular stent was advanced for treatment. The sheath was pulled to the renal artery inlet, and the stent was positioned by pulling it from the distal. The stent on the express ld vascular delivery system then dislodged. A sterling balloon catheter was used to recover the dislodged stent. The sterling balloon catheter was inflated and pulled the detached express ld vascular stent. The stent was then inflated to the target lesion where the original stent was to be placed. As a result, the placement of express stent was completed in the target lesion and the procedure was completed. There were no patient complications nor injuries were reported.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).